Event description:
Patient reported "capsular contracture" baker grade unknown. Patient also reported the following events, which are all not device-related: "severe food intolerances, wide spread connective tissue pain, triggers points, chronic tension headaches, memory fog, loss of muscle strength, hair loss and fatigue", ¿stomach issues¿, ¿lost 30lbs in 6 months¿, ¿couldn't eat without severe stomach issues¿, ¿diagnosed with ibs (irritable bowel syndrome)¿, ¿started having widespread muscle/connective tissue pain¿, ¿chronic tension headaches¿, and ¿diagnosed with fibromyalgia¿. Patient was prescribed the following medications, which "only partially help": acetaminophen, flexoril, gabapentin, ibuprofen, simethicone, wellbutrin and zeolite. This record is for the left side. The device was explanted.

Manufacturer narrative:
In response to FDA report numbers: mw5187587, mw5187588, mw5187589, mw5187590. Clarification to b3 date of event: partial date 2020.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "capsular contracture, baker grade unknown" and "severe food intolerances, widespread connective tissue pain, triggers points, chronic tension headaches, memory fog, loss of muscle strength, hair loss and fatigue". This record is for the left side. The device remains implanted.